Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2021 due to noise, impedance issues, and intermittent loss of capture. No adverse patient events were reported. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead body was found squeezed and damaged 16cm distal to the is-1 connector pin. In this region the inner insulation was found ruptured, which is assumed to be the root cause of the reported lead failure. Based on the characteristics of the above mentioned damages, it is reasonable to assume that it resulted from a tight suture sleeve. Further analysis revealed a damaged outer insulation 18cm distal to the is-1 connector pin and a stretched lead body 29cm distal to the is-1 connector pin, which probably occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that two bipolar lead failure alerts have been recorded since implant, one discovered upon interrogation at post-implant check and the second alerted on home monitoring. Lead failure recording transmitted to hm also showed what appears to be noise on the rv channel. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2021 due to noise, impedance issues, and intermittent loss of capture. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.